Manufacturer narrative:
Updated fields: e1, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the image sensor unit was broken, which led to the suggested event. Since the bending section was found damaged, the above breakage may have been due to irregular load on the bending section. However, we could not specify cause of the reported malfunction. The event can be detected/prevented by following the instructions for use which state: labeling. The suggested event is detectable by handling device in accordance with the following IFU. IFU ltf-s190-5 operation manual chapter 3 preparation and inspection:3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope picture went out when using the down and right toggle. The issue occurred during an unknown procedure. There were no reports of patient harm or injury.